Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit reported an inflation error and the screen displays iabp cannot automatically inflate the iab catheter system. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction e1 is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit reported an automatic inflation failure, code 1c0. The fse checked the extension tube compatibility, sensor parameters and found all functional parameters of the unit to be normal. The unit passed all functional and safety tests and was handed back to customer.